Manufacturer narrative:
Additional product codes include: kra:catheter, continuous flush. Dqe: catheter, oximeter, fiberoptic. Dqo: catheter, intravascular, diagnostic. The device evaluation is anticipated. A supplemental report will be forthcoming when the investigation is completed. The device history record review was not completed as a lot number was not provided. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Event description:
As reported during use in a patient the balloon inflation syringe of this swan-ganz cco catheter was found to have water vapor and blood. The catheter was inserted on (B)(6) 2026. After the catheter removal on (B)(6) 2026, clotted blood was found inside the balloon. Balloon burst was suspected by the customer. No balloon issue was observed during balloon test prior to use. The patient is male and has a primary disease of sepsis. There was no allegation of patient injury. The device will be available for evaluation.

Manufacturer narrative:
One swan ganz catheter was returned for evaluation. Customer report of balloon issue was confirmed. As received, resistance was felt when air was injected into balloon inflation lumen, and clotted blood was observed under balloon latex. Balloon latex appeared deteriorated. Multiple cracks and tears were evident on balloon latex. The edges of latex appeared matching at the ruptures. All through lumens were patent without any leakage or occlusion. No other visible damage was observed from the catheter body. The device history record review was completed and the product passed without any nonconformances. During the assembly process of the balloon, the balloon is placed under a protective fixture to avoid unnecessary exposure to the environment (light/ heat condition). Also, when this operation is completed, an absorbent paper (kimwipes) or applicable fixture may be used to protect balloons from light exposure, until the next operation (balloon inspection). The controls are established in the manufacturing process to detect conditions such as balloon latex deterioration or any other balloon issue as per procedure. 100% of the units go through a balloon visual inspection process. Deterioration is a condition usually caused by age, excessive exposure to light, atmosphere, or ozone. It appears on the balloon surface as a maze of fine cracks or crazing. The condition may occur in a small area or cover the entire balloon. This criterion is not applicable to component balloons, only mounted balloon inspections. The instructions for use indicates to store the unit in a cool, dry place 0 to 40 degrees c, 5% - 90% rh. The recommended shelf life is marked on each package. Storage beyond the recommended time may result in balloon deterioration, since the natural latex rubber in the balloon is acted upon and deteriorated by the atmosphere. Resterilization will not extend the shelf life. An engineering evaluation was initiated to assess for any manufacturing-related processes which could be correlated to the complaint. Based on the available information there is no evidence that supports or confirms the failure mode is associated to a manufacturing or design defect. Therefore, a root cause could not be established.